Manufacturer narrative:
The customer spoke to a remote service engineer (rse) and verified the alarm led is illuminating as expected. The error log confirmed the presence of the alarm led failure diagnostic code. The rse suggested repair and advised to replace the power switch overlay. Many good faith efforts were made to the customer to obtain additional information however there was no response.

Manufacturer narrative:
Report date: 17sep2021.

Event description:
It was reported that upon initiation of the device, there's an alarm condition for alarm light emitting diode (led) failure. Patient involvement information is currently unknown, but no patient harm is indicated or alleged.